Event description:
The patient had primary hip surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in reporting pain due to a periprosthetic fracture, the surgeon revised the competitor stem and medacta liner. The surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 may 2022: lot 2105799: (B)(4) items manufactured and released on 30-jun-2021. Expiration date: 2026-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.